Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that during surgery the upper jaw of the device broke.

Manufacturer narrative:
Investigation: the investigation was carried out visually using a keyence-vhx 5000 digital microscope. The analysis of the fracture pattern illustrated a force fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. At the lower part, the blade is blunt. This also indicates an overload situation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: there are no hints of a material or manufacturing failure. The fracture surface lead to the assumption, that the breakage of the jaw was caused by an overload situation, maybe whilst cutting or twisting. No CAPA is necessary.